Event description:
It was reported the lithotripsy had an error message on the machine. The exact error message is unknown, however, it was reported that it was a red x. The issue was founding during preparation. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: b5, d4, h2, h3, h6 and h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. There was no output during activation and the error was due to faulty transducer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the error disappeared when the device was plugged in with a different probe.